Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). It was noted the patient reported of beeping tones. Upon review, the presenting electrogram (egm) showed the crt-d exhibit far field r-wave oversensing on the atrial channel which led to inappropriate atrial tachy response (atr) episodes. The presenting egm also showed high out of range shock impedances were detected on the right ventricular (rv) lead. Ts recommended for a follow up visit to further evaluate the crt-d system. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.